Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing and cartridge tubing. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. During troubleshooting the customer accidentally hung up. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.